Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead was capped and replaced due to possible failure. Attempts to obtain additional information were unsuccessful. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead was capped and replaced due to possible failure. Attempts to obtain additional information were unsuccessful. No patient complications were reported as a result of this event. Information later received during follow-up determined that the lead was capped due to high thresholds and impedance.